Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer went shopping and suddenly felt weak. The customer started to sweat, had wobbly knees, and then collapsed. The customer was taken by the ambulance to the hospital, where she was giving first glucose orally. As the values decreased from 21mg/dl to 18mg/dl, she got intravenous glucose to stabilize her glucose level. It was stated when the customer was released her blood glucose reading was 164mg/dl, and she was wearing the insulin pump all the time. Troubleshooting was performed. Ran a displacement and self test and they passed. The programming, time, and date were correct. No further info was provided.